Event description:
It was reported that the facility was training some new techs to load the aa4204vl silicone single piece lens and the lenses kept getting snagged on the plunger of the injector and tearing during insertion. The facility changed to a new injector and this resolved the problem. There was no patient injury. It was later discovered that the injector may have been used more the than the 20 times recommended in the dfu. The reporter concluded the event was likely due to a user's error.

Manufacturer narrative:
(B)(4). Evaluation, results: visual inspection of the returned product showed the lens was received in two pieces, there was a tear in the optic and part of the lens was torn off and missing. There was a clear surgical residue on the lens. (B)(4).